Manufacturer narrative:
If implanted; give date: does not apply - lens was not implanted. If explanted; give date: does not apply - lens was not implanted and therefore not explanted. (B)(6). Device evaluation: visual inspection using magnification was performed to the returned sample: the plunger and pushrod was observed in advanced position. Residues of lubricating material were observed on cartridge. The cartridge tip was observed damaged and crack. The lens was also observed damaged and stuck at the cartridge tip section. No damaged was observed to the preloaded device. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported as damaged/broken was not verified. However, cartridge crack was identified on sample returned. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported issues with a pcb00. Shooter broken, no further information provided. No patient involvement reported.